Event description:
It was reported that a patient underwent a left laparoscopic partial renal resection on (B)(6) 2014 and an absorbable hemostat was used. The device was not removed prior to closing the patient during the procedure. On (B)(6) 2014, the patient experienced post op bleeding which required a revision surgery with a subsequent complicated healing process. The complications reported were hemorrhagic shock, critical illness, and polyneuropathy with severe dysphagia. After 25 days in ICU, the patient was moved to a neurologic rehabilitation. The surgeon opines that the event was not related to this device.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.